Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02818. It was reported that during an anchor surgery, (related manufacturer reference number 1627487-2020-22883 and 1627487-2020-22882) the physician cut the lead. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.